Manufacturer narrative:
Event date is unknown. This report is for unknown quantity of fixation screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Sometime in (B)(6) 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an implant procedure on an unknown date for a rotational osteotomy surgery to her left femur using one (1) femoral nail and unknown type and quantity of screws.(this procedure was around the same time as when the tibia nail and screws were implant in complaint (B)(4)) post-operatively, on an unknown date the patient presented with a history of thigh pain. Surgeon removed the femur nail construct. It was reported that the patient¿s mid shaft thigh pain was relieved. Implants will not be returned. Subsequently, it was report that the patient had original implant procedure sometime in (B)(6) 2012 due to rotational osteotomy to the left tibia. Patient was implanted with one (1) ex tibia nail (11 mm/400 mm) and unknown type and quantity of screws. On (B)(6) 2017, a hardware removal surgery was performed to explant the ex tibia nail construct due to patient preference sales consultant has no more information to report on this event. (This event will be captured on complaint (B)(4)). This report is for unknown quantity of fixation screws. This report is 2 of 2 for (B)(4).